Event description:
It was reported that (1) tsw45 was used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon fired the tsw45 straight out of the package and handed instrument to tech for reloading. The tech reloaded the tsw45 with a tr45w and the surgeon reinserted gun through the trocar and locked instrument over the appendix base. The surgeon went to fire instrument and could not squeeze firing handle to close. A new tsb45 was opened to finish the case. There was no consequence to the pt.